Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and (B)(6) 2007 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported surgery ((B)(6) 2008) of quadripolar tined lead, implantation of pulse generator, and programming pulse generator by medtronic due to refractory urgency, frequency and urge incontinence. Removal date ((B)(6) 2008).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported surgery ((B)(6) 2008) of quadripolar tined lead, implantation of pulse generator, and programming pulse generator by medtronic due to refractory urgency, frequency and urge incontinence. Removal date ((B)(6) 2008).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to prolapse. It was reported that patient underwent removal of scar tissue, revision, bladder repair on (B)(6) 2013.